Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device¿ perforation (uterus)/right essure implant was perforated through the fundus/malposition of essure device: uterus fundus'), device dislocation ('the left implant was located in the serosal layer of the peritoneum near the left fallopian tube') and fallopian tube perforation ('fallopian tube perforation') in a 35-year-old female patient who had essure (batch no. 857595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test". The patient's medical history included acid reflux (oesophageal) and cesarean section. Previously administered products included for an unreported indication: calcium, mirena and vitamine d. Concurrent conditions included gravida ii, parity 2 ((B)(6) 1998 and (B)(6) 2003), asthma, sciatica and pain sacroiliac. Concomitant products included hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2013, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, progesterone and salbutamol (albuterol) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In (B)(6) 2012, the patient experienced pelvic pain ("physical pain"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"), 8 months 16 days after insertion of essure. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and complication of pregnancy ("pregnancy (with complications)") and underwent caesarean section ("cesarean section"). The patient was treated with butalbital;caffeine;paracetamol (fioricet) and surgery (removal of dislodged essure implants and surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dyspareunia, complication of pregnancy and caesarean section outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2013. The reporter provided no causality assessment for device dislocation with essure. The reporter considered anxiety, caesarean section, complication of pregnancy, depression, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011, procedure aborted due to uterine perforation she did not allege that essure caused birth defects. Received treatment for migration pain, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: positive. Ultrasound abdomen - on (B)(6) 2011: color doppler identified on bilateral ovaries. Ultrasound scan vagina - on (B)(6) 2012: single, viable iup with +fhts, crl 6 4l7wks. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: migraine, pelvic pain, uterine perforation, dyspareunia, headache, pregnancy with contraceptive device and uterine perforation and following event was described in patient's medical record- device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of event pain updated to recovered resolved. Event fallopian tube perforation was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device¿ perforation (uterus)/right essure implant was perforated through the fundus/malposition of essure device: uterus fundus'), device dislocation ('the left implant was located in the serosal layer of the peritoneum near the left fallopian tube') and fallopian tube perforation ('fallopian tube perforation') in a 35-year-old female patient who had essure (batch no. 857595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test". The patient's medical history included acid reflux (oesophageal) and cesarean section. She did not allege that essure caused birth defects. Previously administered products included for an unreported indication: calcium, mirena, and vitamine d. Concurrent conditions included gravida ii, parity 2 ((B)(6) 1998 and (B)(6) 2003), asthma, sciatica, and pain sacroiliac. Concomitant products included hydrocodone bitartrate; paracetamol (norco), medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2013, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, progesterone and salbutamol (albuterol) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In (B)(6) 2012, the patient experienced pelvic pain ("physical pain"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"), 8 months 16 days after insertion of essure. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and complication of pregnancy ("pregnancy (with complications)") and underwent caesarean section ("cesarean section"). The patient was treated with butalbital;caffeine;paracetamol (fioricet) and surgery (removal of dislodged essure implants and surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dyspareunia, complication of pregnancy, and caesarean section outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2013. The reporter provided no causality assessment for device dislocation with essure. The reporter considered anxiety, caesarean section, complication of pregnancy, depression, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011, procedure aborted due to uterine perforation she did not allege that essure caused birth defects. Received treatment for migration pain, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: positive. Ultrasound abdomen - on (B)(6) 2011: color doppler identified on bilateral ovaries. Ultrasound scan vagina - on (B)(6) 2012: single, viable iup with +fhts, crl 6 4l7wks. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: migraine, pelvic pain, uterine perforation, dyspareunia, headache, pregnancy with contraceptive device and uterine perforation and following event was described in patient's medical record- device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device¿ perforation (uterus)/right essure implant was perforated through the fundus/malposition of essure device: uterus fundus'), device dislocation ('the left implant was located in the serosal layer of the peritoneum near the left fallopian tube') and fallopian tube perforation ('fallopian tube perforation') in a 35-year-old female patient who had essure (batch no. 857595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test". The patient's medical history included acid reflux (oesophageal) and cesarean section. She did not allege that essure caused birth defects. Previously administered products included for an unreported indication: calcium, mirena and vitamine d. Concurrent conditions included gravida ii, parity 2 ((B)(6) 1998 and (B)(6) 2003), asthma, sciatica and pain sacroiliac. Concomitant products included hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2013, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, progesterone and salbutamol (albuterol) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In (B)(6) 2012, the patient experienced pelvic pain ("physical pain"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"), 8 months 16 days after insertion of essure. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and complication of pregnancy ("pregnancy (with complications)") and underwent caesarean section ("cesarean section"). The patient was treated with butalbital;caffeine;paracetamol (fioricet) and surgery (removal of dislodged essure implants and surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dyspareunia, complication of pregnancy and caesarean section outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2013. The reporter provided no causality assessment for device dislocation with essure. The reporter considered anxiety, caesarean section, complication of pregnancy, depression, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011, procedure aborted due to uterine perforation she did not allege that essure caused birth defects. Received treatment for migration pain, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: positive. Ultrasound abdomen - on (B)(6) 2011: color doppler identified on bilateral ovaries.. Ultrasound scan vagina - on (B)(6) 2012: single, viable iup with +fhts, crl 6 4l7wks. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: migraine, pelvic pain, uterine perforation, dyspareunia, headache, pregnancy with contraceptive device and uterine perforation and following event was described in patient's medical record- device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: extension of expected date of next report. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device¿ perforation (uterus)/right essure implant was perforated through the fundus/malposition of essure device: uterus fundus'), device dislocation ('the left implant was located in the serosal layer of the peritoneum near the left fallopian tube') and pregnancy with contraceptive device ('pregnancy (with complications)') in a 35-year-old female patient who had essure (batch no. 857595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test". The patient's medical history included acid reflux (oesophageal) and cesarean section. Previously administered products included for an unreported indication: calcium, mirena and vitamine d. Concurrent conditions included gravida ii, parity 2 ((B)(6) 1998 and (B)(6) 2003), asthma, sciatica and pain sacroiliac. Concomitant products included hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2013, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, progesterone and salbutamol (albuterol) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced pelvic pain ("physical pain"). On(B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 8 months 16 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication of pregnancy ("pregnancy (with complications)") and underwent caesarean section ("cesarean section"). The patient was treated with butalbital;caffeine;paracetamol (fioricet) and surgery (removal of dislodged essure implants and surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dyspareunia, complication of pregnancy and caesarean section outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2013. The reporter provided no causality assessment for device dislocation with essure. The reporter considered anxiety, caesarean section, complication of pregnancy, depression, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011, procedure aborted due to uterine perforation she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: positive. Ultrasound abdomen - on (B)(6) 2011: color doppler identified on bilateral ovaries.. Ultrasound scan vagina - on (B)(6) 2012: single, viable iup with +fhts, crl 6 4l7wks. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: migraine, pelvic pain, uterine perforation, dyspareunia, headache, pregnancy with contraceptive device and uterine perforation and following event was described in patient's medical record- device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device¿ perforation (uterus)/right essure implant was perforated through the fundus/malposition of essure device: uterus fundus'), device dislocation ('the left implant was located in the serosal layer of the peritoneum near the left fallopian tube') and pregnancy with contraceptive device ('pregnancy (with complications)') in a (B)(6) year-old female patient who had essure (batch no. 857595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test". The patient's medical history included acid reflux (oesophageal) and cesarean section. Previously administered products included for an unreported indication: calcium, mirena and vitamine d. Concurrent conditions included gravida ii, parity 2 ((B)(6) 1998 and (B)(6) 2003), asthma, sciatica and pain sacroiliac. Concomitant products included hydrocodone bitartrate; paracetamol (norco), medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2013, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, progesterone and salbutamol (albuterol) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced pelvic pain ("physical pain"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 8 months 16 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication of pregnancy ("pregnancy (with complications)") and underwent caesarean section ("cesarean section"). The patient was treated with butalbital;caffeine;paracetamol (fioricet) and surgery (removal of dislodged essure implants and surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dyspareunia, complication of pregnancy and caesarean section outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2013. The reporter provided no causality assessment for device dislocation with essure. The reporter considered anxiety, caesarean section, complication of pregnancy, depression, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011, procedure aborted due to uterine perforation she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: positive. Ultrasound abdomen - on (B)(6) 2011: color doppler identified on bilateral ovaries. Ultrasound scan vagina - on (B)(6) 2012: single, viable iup with +fhts, crl 6 4l7wks. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: migraine, pelvic pain, uterine perforation, dyspareunia, headache, pregnancy with contraceptive device and uterine perforation and following event was described in patient's medical record- device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs and mr received. This case became incident. New events added from pfs- migration of essure device¿ perforation (uterus)/right essure implant was perforated through the fundus/malposition of essure device: uterus fundus, pregnancy (with complications), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, migraines / headaches and dyspareunia (painful sexual intercourse). New event added from medical record- the left implant was located in the serosal layer of the peritoneum near the left fallopian tube and did not underwent for essure confirmation test. Event outcome of physical pain was updated to recovering and resolving. Concomitant drugs, treatment drugs, concomitant conditions and historical drugs were added. Lab data were updated. Reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.